Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive and occurred today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:the keypad symbols were found to be worn; however, there was no peeling or damage observed on the keypad. The complaint of the unresponsive keypad buttons was unable to be duplicated. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.